Manufacturer narrative:
Attachment article, titled ¿impact of stent platform on longitudinal stent deformation: an in vivo frequency domain optical coherence tomography study.¿ b3, d6a- date of event/implant estimated as (B)(6) 2015. D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The aim of the study was to investigate the longitudinal deformation of the everolimus-eluting stents (ees) with different stent platforms by using frequency domain optical coherence tomography (fd-oct). Seventy-eight lesions treated with ees (xience prime, promus element, promus premier) were studied. After successful stent implantation, fd-oct was performed and stent length was measured using three-dimensional reconstruction of the images in vivo. There was no difference in mean percent longitudinal stent shortening between xience prime, promus element and promus premier. Incidence of the longitudinal stent deformation was significantly higher in promus element than the other stents. Xience prime noted longitudinal stent deformation, incomplete stent apposition, stent edge dissection, and tissue protrusion. The article concluded that the incidence of longitudinal stent deformation was different between eess with different stent platforms. Stent material, stent design and/or stent delivery balloon may affect longitudinal stent deformation. Details are listed in the attached article, titled ¿impact of stent platform on longitudinal stent deformation: an in vivo frequency domain optical coherence tomography study.¿ no additional information was provided. Date of event/implant estimated as (B)(6) 2015.

Event description:
The aim of the study was to investigate the longitudinal deformation of the everolimus-eluting stents (ees) with different stent platforms by using frequency domain optical coherence tomography (fd-oct). Seventy-eight lesions treated with ees (xience prime, promus element, promus premier) were studied. After successful stent implantation, fd-oct was performed and stent length was measured using three-dimensional reconstruction of the images in vivo. There was no difference in mean percent longitudinal stent shortening between xience prime, promus element and promus premier. Incidence of the longitudinal stent deformation was significantly higher in promus element than the other stents. Xience prime noted longitudinal stent deformation, incomplete stent apposition, stent edge dissection, and tissue protrusion. The article concluded that the incidence of longitudinal stent deformation was different between eess with different stent platforms. Stent material, stent design and/or stent delivery balloon may affect longitudinal stent deformation. Details are listed in the attached article, titled ¿impact of stent platform on longitudinal stent deformation: an in vivo frequency domain optical coherence tomography study.¿ no additional information was provided. Date of event/implant estimated as (B)(6) 2015.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of prolapse and dissection are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information provided, a definitive cause for the reported longitudinal stent deformation (stent shortening), wall apposition and the reported patient effects could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.